Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (ICD) implanted: 2008-(B)(6); 3830 implantable pacing lead implanted 2008-(B)(6).

Event description:
It was reported that a remote monitor transmission noted lead impedance greater than 200 ohms. It was further reported that during elective implantable cardioverter defibrillator (ICD) replacement procedure, lead testing via the analyzer resulted in superior vena cava (svc) high voltage coil impedance greater than 4000 ohms and it was reported there was a possible fracture. The svc coil was programmed off and defibrillation threshold testing was performed and successful. The lead remains in use. No patient complications have been reported as a result of this event.